Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 462 mg/dl. The customer also reported that they experienced low blood glucose of 36 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The customer also reported that the insulin pump went to shut off mode. Auto off alarm was explained to customer. The insulin pump will not be returned for analysis.